Manufacturer narrative:
Investigation: the customer stated that for this unit, the segments close to the bag are pink color, segments farther from the bag are not. The customer is performing a review of collection and staffing procedures. A terumo bct technical consultant made a site visit and did not identify any trends or unusual process variables that would help explain the hemolyzed rbc products. The run data file was reviewed for this run. The analysis of the run data file did not find a conclusive cause for the reported hemolysis in the rbc products. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported hemolysis in the red blood cell (rbc) products. They were discovered in the distribution department. There was not a transfusion recipient or patient involved, therefore no patient information is reasonably known at the time of the event. Donor (B)(6) the customer declined to return the disposable set for investigation.

Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the analysis of the run data files did not find a conclusive cause for the reported hemolysis in the red blood cell (rbc) products. No unusual process variable was identified and the signals in the run data files indicate that the trima accel systems operated as intended. It is possible that the hemolysis experienced by the customer could have been related to: product handling post collection; procedural process errors; product storage temperature conditions or storage solution issues.